Event description:
It was reported that during a vectra-t case, the surgeon pre drilled pilot holes; due to patient anatomy extreme force was applied during screw insertion which allowed one screw to go through the plate hole. Surgeon removed the plate and 3 screws and used a competitors product to complete the case. No patient harm was noted. This is 1 of 2 reports for the same complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Additional information: a bone graft was not used during the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the parts were received with the plate bent and the screw holes are worn and damaged. Due to the damages of the plate, the dimensions could be verified to print specifications. Microscopic investigation of the screw holes shows damaged clips and screw holes. This complaint is deemed invalid from a manufacturing standpoint. A review of the device history record did not show conditions that could have contributed to the reported event.